Event description:
It was reported the patients blood glucose level rose to 377 mg/dl while wearing the pod between 4 and 24 hours. It was reported that they saw the cannula filled with blood. As treatment, the patient was able to activate a new pod.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad, soft cannula, and formed needle. Additionally, corrosion was observed on the linkage assembly and bottom battery. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in internal leaking and the corrosion observed inside the device. The length of the soft cannula was found to be stretched and measured above specification at 1.0555 inches. Inspection of the pod also found cracks in the top housing. It could not be determined when these cracks occurred, however investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. The formed needle, exposed portion of the soft cannula, and the bottom housing were inspected for damages and manufacturing deficiencies that could contribute to bleeding or bruising, and no issues were found. The investigation found no evidence of any damage or manufacturing deficiencies that would result in bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.